Event description:
Nellcor puritan bennett received a report from a biomedical engineer that a n-395 unit had no audio. This was discovered during preventive maintenance. No patient involved. The engineer has isolated to problem to the speaker and ordered a replacement speaker.

Manufacturer narrative:
Nellcor puritan bennett requested that the original speaker be returned for investigation.